Event description:
When cardiologist was placing stent down lad, he got half way out of the catheter and noted the stent was stuck. While attempting to pull back, the stent dislodged at tip of catheter. Whole apparatus-stent/balloon, wire guide and sheath pulled out over j wire. Stent went downstream. Procedure completed; different stent employed.